Event description:
It was reported that several hours after insertion of the iab, the pump alarmed and blood was noted in the helium tubing. The iab was removed and replaced. During this time pumping had stopped. The pt experienced chest pains. The pain subsided and there were no further complications.